Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated and due to the condition of the returned device, the reported difficult to deploy clip could not be replicated in a testing environment. However, the reported actuator knob detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported actuator knob detachment was determined to be related to the user technique of retracting the actuator knob assembly. A definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report, the following information was provided: right before deploying the clip, the actuator knob and components were unintentionally removed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the second clip was difficult to deploy; if this were to reoccur, there's potential to cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, with a leaflet flail and prolapse. One clip was implanted, reducing the mr to 3. The second clip delivery system (cds) was advanced medial to the first clip, in the central-medial location. The clip was attempted to be deployed per the instructions for use (IFU) but the clip did not deploy. After 60 minutes of troubleshooting the actuator knob was turned as many turns possible and the clip deployed. A total of two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.